Event description:
According to the attached journal article, a (B) (6) woman, (B) (6), underwent biliopancreatic diversion - duodenal switch (bps-ds) via laparoscopy, using peri-strips dry to reinforce the entire staple line. Four-weeks post-op, patient was readmitted with progressive non-bilious vomiting. Examination of the vomitus revealed fragments of peri-strips dry and staples. Upper gi series and abdominal CT scans showed no evidence of anastomotic leak, obstruction of intra-abdominal abscess. Patient's vomiting resolved without specific intervention and she was discharged 48-hrs later. At 1-mo and 2-mo follow-up visits, patient had occasional nausea, but no vomiting.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable. Journal article: consten, ecj, dakin, gf, gagne, m. Case report: intraluminal migration of bovine pericardial strips used to reinforce the gastric staple-line in laparoscopic bariatric surgery. Obes surg 2004 (14): 549-554.